Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a displayable history check failed on startup, an unexpected restart, and an external error alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the self-test and no delivery error test. No unexpected alarms were noted. No damage found on interface board connector. Displayable history crc check failed on startup alarm confirmed in the history file due to corrupted history file. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.